Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that his sensor was reading low. When he tried to remove the sensor, he found half of the sensor cannula was missing. The customer¿s blood glucose was 146 mg/dl. He stated that the sensor fractured while in his body. Customer was able to get the sensor cannula out of his body. The product will be returned for analysis.